Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the leadless implantable pulse generator (ipg), one of the tines were shown to have perforated the anterior wall as shown on an echocardiogram. The patient experienced a pericardial effusion and 169 cubic centimeters of blood were removed from the patient. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.